Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-06-25 it was reported to arjo representative that during resident's transfer from the chair to the bed, the lift tipped over to the right side. As a consequence of the event, the patient fell from the device sustaining left rib fracture. After the event the device was tested by arjo service technician. The device evaluation did not show any device malfunction. The visual inspection revealed that the device was in good working condition without any abrasion or starches on the covers. Please note that the device has been in use for above 15 years. Based on previous investigations, the following factors are considered the possible causes for lift tipping: 1. The brakes were still on while moving resident onto the bed (when lifting or lowering a patient who is supported by a sling, it is not necessary to use the brakes. This allows the lift to move to the correct position relative to the patient's center of gravity- there is no information that the brakes were off during this time. 2. The lift was maneuvered using other part than the handles, such as mast, motor shaft, boom, sling or resident- this factor cannot be confirmed, as there is no information that the caregiver was using other part instead of positioned handle to maneuvering the patient. 3. Obstruction on the floor was present and the lift was pushed towards it directly - there is no evidence to confirm this hypothesis. 4. The lift was not in good working condition - device examination showed that the device was in good working condition without any malfunction. Product deficiency can be excluded as a potential contributing factor. 5. The lift was pushed sideway instead of the front direction -- this factor can be considered contributing to the issue occurrence as the device was not positioned frontally to the bed. Our lift devices fulfill the iso10535 requirements of being stable with the safe working load weight in the most adverse position. The factors as the stability inherent to the design of the device and the stability inherent to the condition of the device at the time of use will not be considered as contributing factors to the event. Product instruction for use is provided with each device. IFU (kpx01700.gb issue 1) provides safety instructions and warnings regarding maneuvering the lift with a patient on it: "using the adjustable width chassis, it is possible to make adjustments to chassis leg widths to assist maneuverability around obstructions such as bed legs." "Position the opera so that the spreader bar is centered" based on information provided, to bring the resident to the bed, the caregiver decided to push the device sideway instead of the front direction. As a consequence, the lift destabilized in the direction the resident was pulled (as the patient weight was not distributed equally). When reviewing similar reportable events, we have found a limited number of cases with similar fault description, when the lift tilted or tipped over. Looking at the incident scenario it has been established that opera passive floor lift was being used for patient handling at the time of the event and in that way contributed to the reportable event - device tipped over. No technical malfunction of the device was detected that could have caused or contributed to tipping and from that perspective, the floor lit device was up to its technical specification at the time of the incident. Nevertheless, the device was reported to tipped over with patient who sustained a serious injury as a result of the event. In light of this information, the floor lift did not meet its performance specification.

Event description:
On (B)(6) 2018, it was reported to arjo representative that during resident's transfer from the chair to the bed, the lift tipped over to the right side. As a consequence of the event, the patient fell from the device sustaining left rib fracture. After the event the device was tested by arjo service technician. The device evaluation did not show any device malfunction. The visual inspection revealed that the device was in good working condition without any abrasion or starches on the covers. Please note that the device has been in use for above 15 years.